Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro jaw boot was noticed to be peeled when the package was opened. The device was not used on the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.